Event description:
Medtronic received information regarding a pipeline flex tip that appeared abnormal during deployment and was found to be damaged. The patient was undergoing a procedure for flow diverter treatment of a left posterior communicating artery (pcom) unruptured saccular aneurysm. The aneurysm max diameter was 4.2mm and the neck diameter was 3.5mm. Patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered for 7 days prior to the procedure. It was reported that the pipeline embolization device and all accessory devices were prepared as indicated in the instructions for use (IFU). When the pipeline was deployed within the patient's body, abnormal configuration of the tip was observed. The pipeline was retrieved it was confirmed the tip was damaged so the pipeline was replaced to complete the procedure successfully. Post-procedure angiography showed reduced blood flow in the aneurysm. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.